Event description:
A patient who was implanted on (B)(6) 2021 with prodisc c at c5/6 has suffered subsidence of the prodisc c implant. There were no reported patient symptoms or complication. No patient comorbidities were indicated. No device malfunction was indicated. There is limited information available from this case. No imaging was provided. On (B)(6) 2022, the patient underwent revision to remove the prodisc c device and replace it with an m6 artificial cervical disc. The surgeon did not provide a clear indication as to what led to the subsidence of the implant.

Manufacturer narrative:
Limited information was provided for this complaint. The information that was provided indicates a patient underwent removal of a prodisc c device due to implant subsidence. There were no reported patient symptoms. There was no reported comorbidities that may have contributed to the subsidence. There was no indication of a device malfunction or explanation as to why the subsidence may have occurred. Based on previous complaints, this event was determined to be surgical intervention to preclude a possible serious injury. DHR review did not find any manufacturing issues which may have contributed to the event. Complaint history determined the complaint rates equate to a poc of improbable for patient harm. The risk assessment determined the involved risks are identified and mitigated. The device was retrieved, but analysis has not yet begun. If information is provided that changes the conclusion of this submission, a follow up MDR will be completed. The limited information and investigation could not determine a cause for this event. The cause of this event is unknown. This submission is for 1 of 1 devices involved in the event.